Event description:
Per the clinic, the patient experienced an infection at mastoid incision site and subsequently was treated with oral, IV, and topical antibiotics (specific date and duration not reported). The device was explanted on (B)(6) 2023, and it is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
This report is submitted on january 19, 2024.

Manufacturer narrative:
Per the clinic, the patient experienced a wound dehiscence at the implant site. Device analysis report attached. This report is submitted on february 28, 2024.